Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of intra-operative injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Inadvertent rectal injury is a known complication of prostatectomy and in this case there were no sequelae. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient was injured during a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si prostatectomy on (B)(6) 2009 for prostate cancer. Isi was provided with the operative report. Additional information provided included follow-up hospital medical records. There was no indication of a malfunction of the da vinci surgical system, instruments or accessories during the surgery. An intraoperative complication was reported, specifically an unintended rectotomy occurred while dissecting adherent prostate tissue. It was repaired primarily at the time. The patient was observed for 48 hours in the hospital without apparent complication and was discharged home in satisfactory condition to be followed by his physician.